Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced insulin leaking from the cap of the cartridge while filling the tubing. The user confirmed they had been attaching the connector to the cartridge before placing it into the ilet. The agent explained the proper installation sequence and guided the user through a successful supply change. Insulin delivery resumed, and no further issues were reported. No symptoms, external assistance, or medical intervention occurred.